Event description:
During testing of the device service, the unit failed during defib charge cycle, which is a reportable secondary finding. The unit failed on the test bench. There was no pt involvement.

Manufacturer narrative:
Manufacturer's eval summary: the device is an automatic external defibrillator. The customer returned the actual device involved for eval. During testing of the device following service the unit failed during defib charge cycle, which is a reportable secondary finding. Troubleshooting isolated the failure to the power supply in the paddle tray assembly. Replacement of the paddle tray power supply board restored normal operation. We sent the power supply board to our vendor for failure analysis. They found that a transistor on the power supply board had failed for unk reasons.